Manufacturer narrative:
Device return.

Manufacturer narrative:
(B)(4). Patient information not provided. Lot number and UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap. Sigmoid resection, "the safety shield of trocar did not function and the trocar hat perforated the arteria iliaka left. At setting of (presumable defect due to not jumping back of thorn) trocar in right lower abdominal the left a.iliaca was stitched. Bleeding occurred and procedure was changed to open surgery. The arteria could be sutured, the procedure could be finalized open without any further problems. In wake up room catecholamin obligatory with hb drop down and sonographic free fluid. Due to suspicion of new bleeding out of sutured arteria re-operation in following night. It turned out it was only a slight seeping bleeding out of retroperitoneal tissue, no new sprinkling bleeding out of sutured arteria. Usage of flowseal. Patient is now stabile."

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The obturator was received with the knife exposed and the cover was damaged. The indicator on the obturator head was indicating toward the off position. Visual inspection of the trocar assembly revealed that the circular seal was damaged; indicating sharp contact and the envelope seal was stretched. The condition of the instrument precluded a functional evaluation. The trocar failed a leak test due to the damaged seal. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the deformed latch spring and damaged seal. During this investigation, a secondary unrelated condition was identified as follows; the envelope seal was received stretched. The obturator was received inserted through the port. The envelope seal was stretched, most likely due to prolonged insertion of the obturator during shipping. This product is leak tested during the manufacturing process, so it is unlikely that the seal was stretched prior to receipt by the user. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Based on the evaluation of the product, engineering was unable to reliably determine the root cause of the deformed latch spring. However, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Should new information become available, the file will be re-opened and amended as appropriate.